Event description:
It was reported that during the implant procedure while the physician was attempting to send the lead past the introducer the helix deployed prematurely. The helix caught on something. The lead was removed and the physician noted the helix appeared damaged. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the lead was returned with the helix fully extended. The helix was bent and stretched out of specification.